Event description:
Unomedical reference number (B)(4). Event occurred in the belgium on 10-apr-2024, it was reported that the patient faced an event of low blood glucose level in the morning. The event happened due to changing the sensor and infusion set in the night couple of hours. The treatment was done at home using spray with medicine in nose/drink and glucose has been given to manage the low blood glucose level. The patient was hospitalized and admitted to emergency medical services dispatched. The blood glucose level at the time of hospital admission was 47 mg/dl. The most recent infusion set was changed on 09-apr-2024 in the evening. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remain unchanged MDR retraction: the initial MDR with manufacturing report number (8021545-2024-00222), was submitted on 10-may-2024. However, based on the investigation done on 19-jan-2026 and clinical review done on 19-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.